Event description:
Event description guidant received information that this implantable lead was dislodged due to 'twiddlers syndrome". After the tissue was removed from the helix, the lead displayed poor sensing, and was not re-implanted. The helix of the atrial lead was elongated and deformed, and not re-implanted.